Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise and a suspected lead fracture that led to inappropriate shock. The patient had discomfort due to the shock. The rv lead was capped and replaced in a procedure on (B)(6) 2024.